Event description:
It was reported there was a serious error message displayed after software loaded with reveal update. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) serious error displayed after software loaded with reveal software. System error code displayed while interrogating. The link electronic module printed circuit board found out of electrical specification. System fan found out of mechanical specification (noisy).